Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's lcd flex cable. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's display was white. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.